Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on an unknown date and mesh were implanted along with concurrent cystoscopy, and posterior repair perineorrhaphy due to stress urinary incontinence, pelvic organ prolapse, cystocele, rectocele and urethral hypermobility. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent marshall-marchetti-krantz procedure secondary to stress urinary incontinence in 2006 or 2007. It was reported that patient underwent revision of mesh sling site with excision of tiny portion of exposed mesh and insertion of new tvt-o (aris) on (B)(6) 2010. It was reported that patient underwent removal of transobturator sling and eroded mesh from prior sling secondary to mesh erosion on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.